Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. There is no indication for a manufacturing-related failure. The evaluation of the returned device confirmed the reported event. The stent graft could not be deployed due to a stent graft strut perforating the distal outer sheath of the delivery system. Potential contributing factors to the reported event have been considered. Previous investigations of similar complaints have been reviewed. The reported event may be associated with difficult anatomical conditions or a challenging placement site leading to increased friction and subsequent damage to the outer sheath of the delivery system. Not using an introducer sheath also may be a contributing factor to a damage of the delivery system tip and subsequent perforation. In this case, it was reported that no introducer sheath was used. On the basis of the information available, a definite root cause for the reported event could not be determined. The IFU states: "if unusual resistance or high deployment force is encountered during stent graft deployment, abort the procedure, remove the delivery system and use an alternative device of the same size." Also the IFU states: "the safety and effectiveness of the device when placed across a tight bend including the terminal cephalic arch or across the elbow joint has not been evaluated." Furthermore, the IFU recommends the use of an appropriately sized introducer sheath.

Event description:
It was reported that during placement of the endovascular stent graft in the subclavian artery with access through a lower arm graft, the stent graft could not be deployed. The delivery system was retracted without difficulty and after removal, a stent graft strut was identified to be sticking out of the cover of the stent graft. The access site was closed and the procedure was rescheduled to be completed at a later date. There was no reported patient injury.